Manufacturer narrative:
Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined and visually inspected. Inspection revealed kinks in the shaft located 2cm and 19cm from the tip of the device, and a hole in the bottom end of the boot material. Functional testing was performed by placing the device in the console. Functional testing showed a leak coming from the boot of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter shut down during aspiration. An avx® thrombectomy set was being used during a treatment procedure being performed within the arteriovenous (av) shunt. The catheter was primed and advanced to the treatment site. Aspiration was activated, was able to perform 2-3 pumps and then it shut down. The procedure was completed with a different avx catheter. No patient complications were reported and the patient was fine.